Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a humming noise in his ears that started after the device implant and can be heard all the time. The patient had really started to notice it on (B)(6) 2013. The noise was mostly in the patient's right ear but the patient's whole head was humming as well. It was noted the patient did not have this issue prior to implant and believed it was the device making noises. The patient had an appointment scheduled with their health care provider (hcp) on (B)(6) 2013. The device system was used to deliver baclofen. It was later reported the patient's hcp had looked at the pump on (B)(6) 2013 to check the humming noise. It was reported the hcp thought 'I might have been getting too much medicine and that's why I got that humming noise in my ear.' The medication had been decreased however the patient still heard it. Additional information has been requested, but was not available as of the date of this report.